Event description:
The physician reported that the generator revealed the following message upon interrogation "there is an error in establishing communication with the device. Please try reposition." It was confirmed that the handheld was charged and was not plugged into the outlet during interrogation. It was reported that the patient would be scheduled for another appointment to attempt reinterrogation with a company representative present for troubleshooting. The patient has not yet been seen.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.